Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the risk of infection was mentioned. Was infection observed or just the risk? Just the risk were there any patient consequences? No. Was reoperation necessary to remove the suture and re-close the wound? If medication was required, please clarify if it was prescription strength. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2025 and suture was used. The patient came to the hospital at 10:04 for treatment due to a cut on their left finger caused by an electric saw. At the time of presentation, the wound was deep and required debridement and suturing. When the wound was sutured and tied with suture, the suture broke from about 8 cm away from the needle, and the suture was immediately replaced. There were no adverse patient consequences. Additional information was requested.